Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(6).

Event description:
Following two low-speed treatments of a 95% stenosed, severely calcified, proximal lesion in the left anterior descending (lad) via femoral access using the diamondback 360 coronary orbital atherectomy device (oad), the patient experienced chest pain. The oad was removed. The patient experienced cardiopulmonary arrest and cardiopulmonary resuscitation (CPR) was performed. Angiographic imaging revealed a perforation of the proximal lad. A covered stent placement was performed to resolve the perforation. The patient expired.